Event description:
The customer reported having low blood glucose of 40s mg/dl, and the paramedics were called to her home. The customer stated she was disconnected from the insulin pump, and by the time they arrived her blood glucose was 130mg/dl. The caller stated that they gave her insulin, and also she ate some sugar. Assisted the customer to run a self test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-92148.